Event description:
Per the audiologist, the patient reportedly fell, hit his forehead and an hour later the sound from his cochlear implant system became uncomfortable. The results of an integrity test done in 2007 were consistent with normal receiver/stimulator function with multiple short-circuit electrodes. The shorted electrodes were deactivated in the patient's sound processor program. On the following month, the audiologist reported that the patients auditory performance had decreased. Explantation/reimplantation surgery is planned for two months later.

Manufacturer narrative:
This type of event is addressed in the device labeling.